Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the reporter/nurse and the pt's husband contacted lifescan (lfs) alleging that a one touch ultra meter was reading inaccurately low. The medical surveillance specialist (mss) spoke to the pt's husband one week later, and was able to obtain/verify info. The pt tests her blood glucose 2-3 times a day. She manages her diabetes with 15 units of 70/30 insulin in the morning and 27 units at night. The pt also takes unspecified oral medications for diabetes. It is not known if the pt adjusts her medication dosages based on her meter readings. The pt's husband mentioned that on the morning of the event, he woke up and found his wife sweating and passed out. He immediately called the paramedics who arrived and tested her blood glucose with an unidentified device. The paramedics reportedly obtained a result around "20 something." While she was passed out, the paramedics also tested the pt's blood glucose with the reported meter and got a result of "63 mg/dl." According to the pt's husband, the paramedics informed him that the meter was reading too high and that is why her blood glucose probably dropped too low. The paramedics treated the pt with an IV (unk contents) to help bring her blood glucose level back up. The pt's husband did not know what meter reading the pt obtained the night before the event or what actions she took before passing out. The reporter mentioned that the pt had not been eating well lately. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt's husband and the paramedics claimed that the pt's blood glucose dropped too low as a result of the meter allegedly reading inaccurately high.